Manufacturer narrative:
D10. Concomitant medical products: egia60ctamt, egia60ctamt egia60 curved medthicksulu (lot n4b2176y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic subtotal colectomy procedure, in colon anastomosis in small pelvic spaces, on two reloads, some of the staples failed to form properly. Visually, some of the b-shaped staples were still on the proximal part of the reload. To resolve the issue, clips were used.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: d4 (unique identifier (UDI) #) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted four images of the reloads were received. The jaws of the reloads were open. Staple pushers were up distally in all images. Two reloads were visible in another photo. No staples could be seen protruding from the staple cartridge of the upper reload. Staples were visible in the proximal end of the staple cartridge of the other reloads in the returned images. No abnormal staple formation could be seen. Visual inspection of the returned device noted that the reload was fully fired with the interlock engaged. The reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a representative instrument. The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. The test media was transected. It was reported that there was poor staple formation and the staple line was incomplete. The reported issues were n ot confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: knife damage and reload obstruction. Visually, the reload had damage to the cutting edge of the knife blade. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated. Into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.